Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was lost to follow up and the patient's device had lost its ability to pace or be interrogated. Normal battery depletion is suspected. The device was removed and a new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.